Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and is consistent with electrocautery exposure during the explant procedure. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the device was explanted. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pre-syncopal patient presented for follow-up in-clinic. Upon review, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. It was noted that device replacement procedure was discussed. The patient¿s condition following device download was stable.